Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that this device burst with contrast during a high-pressure cat scan. As per the direction insert for this product, this product is designed for continuous or intermittent fluid administration or the withdrawal of fluids. This set is not rated for power injection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link catheter extension sets ruptured during patient infusion. The expansion set contained unspecified contrast agent for cat scan and the operator applied high pressure which resulted in the rupture. The supplies were switched out and a second attempt was made with high pressure which also resulted in a rupture. The procedure was completed successfully on the third try with new supplies. The baxter service representative (bsr) explained to the nurse that the one link extension set is not intended to undergo high pressure. There was no patient injury or medical intervention associated with this event. No additional information was available.